Manufacturer narrative:
One collection cassette with tubing and a 25 gauge vitrectomy cutter were returned in a cardboard box. The original packaging was not returned. The part number and lot number cannot be verified. The assembly was dirty with fluid in the lines. The vitrectomy cutter tip protector was not returned. The needle was slightly bent. The port window was in the opened position. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The collection cassette was inserted into the stellaris pc and was captured and recognized correctly. The assembly passed the self vacuum test, primed and functioned as required. The vitrectomy cutter had good clean cuts through various cut ranges and aspirated normally. The reported problem could not be duplicated. The sterilization and lot history records of this device were reviewed and found to be acceptable.

Event description:
A report was received from a user facility in the USA stating the system was primed and the vitrectomy cutter was working properly prior to the beginning of the procedure. Once they started the case the cutter would not function. A replacement cutter was used to complete the procedure. There was no serious injury or report of permanent impairment related to the event.